Manufacturer narrative:
4315, 67. Based on the information provided, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. However, it was confirmed in the system logs. Customer rebooted the system to resolve the issue. The system was tested and verified as ready for use. This complaint is being reported due to the following conclusion: during the da vinci-assisted nephrectomy procedure, the patient allegedly experienced bleeding. As a result, the procedure was converted to an open surgery in order to control bleeding. However, at this time, the root cause of the customer reported incident is unknown.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the system generated repeated recoverable faults. There was an unspecified isi instrument that was stuck on tissue. The tse recommended using the instrument release key to open the jaws of the instrument. At that time, the patient experienced bleeding, and as a result, the procedure was converted to an open surgical procedure to control the bleeding. On 12-november-2019, intuitive surgical, inc. (Isi) contacted the isi executive clinical sales representative (csr) and obtained the following additional information; the csr stated that he was not sure of the sequence of events. The surgeon was trying to staple (unspecified vessel) with a laparoscopic stapler instrument, and an unspecified isi instrument was used to retract tissue. At that time, the system generated a recoverable error 25003, and the patient experienced bleeding. It is unknown if the bleeding occurred before or at the time the error was generated. It is also unknown what triggered the bleeding. The site tried recovering the recoverable error 25003; however, the issue persisted. The tse recommended rebooting the system. At that time, the surgeon decided to convert the procedure to an open surgical procedure, secondary to the bleeding the patient was experiencing. The unspecified isi instrument was stuck on tissue, and it was released with an instrument release kit. The procedure was converted to an open surgical procedure. It was reported that there was blood transfusion administered to the patient. However, the details of the estimated blood loss or the amount of blood transfused are unknown.